Event description:
Information received indicates the brake at the foot end of the stretcher will not engage.

Manufacturer narrative:
The technician found the rocker arm and connecting rod was broken. The technician replaced the rocker arm and connecting rod to repair the stretcher.